Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. On (B)(6) 2024, the initial result was 117 mmol/l, repeated on the same day and the result was 141 mmol/l (normal range 136 to 145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The customer service representative reviewed the module logs and recommended troubleshooting procedures to the customer. The customer performed the recommended troubleshooting procedures, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. On (B)(6) 2024, the initial result was 117 mmol/l, repeated on the same day and the result was 141 mmol/l (normal range 136 to 145 mmol/l). No impact to patient management was reported.